Event description:
Upon reviewing the patient heated wire circuit setup on the pb 840 ventilator with teleflex conchatherm neptune heated humidifier. Operator error was problem for the incident. The inspiratory limb was connected to the expiratory filter on the ventilator and the expiratory limb was connected to the humidifier column with the column temperature probe not hooked into the patient circuit. The temperature probe not connected and reading room temp the humidifier couldn't reach the correct temp for the water column, so it was constantly producing humidification that caused the patient circuit to melt at the water column connection. No harm to the patient.